Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury and has undergone corrective surgery.

Manufacturer narrative:
No sample was returned for eval. The lot number is unk therefore the device history record could not be reviewed. The device remains implanted. The instructions for use which accompanies each device states in precaution: "implant is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, when the enclosed implant should not be used. It also states: "do not use tissue if either inner or outer pouch is punctured, torn, or not intact." (B)(4).